Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the battery cap would not attach to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the device has been returned and evaluated by product analysis on 3/24/2016 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with the battery compartment cracked along the side and cracked from the bottom traveling to the bumper. There was no evidence of physical damage on the battery compartment threads. The battery cap was not returned with the pump therefore it was unable to be tested and a test cap was used to complete the investigation.